Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. The poor contact point was not found, but the occasional stripes were present in the image. Additionally, it was noted that the coupler was worn and loose. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while reprocessing his olympus hd autoclavable camera head there was poor contact at the connection point and stripes were present in the image. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of stripes being present in the image when the cable sways could not be identified, nor could the phenomenon be confirmed. Olympus will continue to monitor field performance for this device.